Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they visited emergency room and hospitalized due to hyperglycemia on (B)(6) 2021. The customer¿s blood glucose level was 419 mg/dl at time of incident. Another blood glucose level was 470 mg/dl and 465 mg/dl. Customer's current blood glucose was 410 md/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump. The customer did not state any symptoms related to high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer stated that they had insulin pump errors and stated that self test passed and had battery failed alarm. The device will not be returned for analysis.